Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Although requested, patient demographics not provided.

Event description:
It was reported that pump over infused precedex.. The pump was programmed to infuse precedex at 13.1 ml/hr and the entire bag was administered over 1 hr. The pump was pulled out of service with all its channels. There was no patient harm. The customer stated no further information is available.

Manufacturer narrative:
Investigation conclusion: although the customer¿s complaint of over infusion was not reproduced, the complaint of over infusion was believed to be due to a backed out pivot latch screw causing in improper door function. Review of the pcu error log showed no errors were recorded on the reported event date. Review of the pcu event log showed, the most recent power on prior to the reported event date was overwritten due to continued use. The event log begins 29 august 2020 at 2:42 pm. Review of the pcu event log showed, the suspect device was removed from use prior to the reported event time. Device inspection: lvp sn: (B)(6) was received in poor condition. The instrument seal was broken. Female iui pins observed misaligned. Dried fluid and corrosion observed on female iui, male iui, inside the rear case, and on the motor control board. Dried fluid observed on the rear case under the male iui and female iui, under the platen snap rivet. Pivot latch screw backed out resulting in an impact mark on attached channel b. Pivot latch spring cut too long. Door missing one screw. Debris observed under the platen snap rivet. Multiple cross marks on the top of the motor strap which is indicative of the motor shifting due to an impact event. Bezel assembly, door latch/sear and pivot screw observed manufactured by a third party. The incident administration set was not returned and could not be inspected. Root cause analysis: the proximate cause of the complaint of over infusion was believed to be due to a backed out pivot latch screw resulting in incomplete closure of the door allowing for unregulated flow. The root cause of the pivot latch screw backing out was not identified, however it was noted to be a 3rd party non-supported part. Device history review: review of the source device (sn: (B)(6) service history record showed the device had a manufacture date of (17aug2005). A review of the device service history record was performed beginning from the date of manufacture to the present date (19nov2020) and indicated that this device has been previously returned for the following service: on (B)(6) 2005 no channel assignment- logic board assembly was replaced for no channel ID. On (B)(6) 2007 broken door hinge- broken door hinge. Unit cal and passed all the required testing. On (B)(6) 2008 lvp recall- unit not serviced. X-ray inspection performed. Board updates not required. On (B)(6) 2012 failed calibration- unit calibrated, replaced left iui, right iui, and rear case. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Event description:
It was reported that pump over infused precedex.. The pump was programmed to infuse precedex at 13.1 ml/hr and the entire bag was administered over 1hr. The pump was pulled out of service with all its channels. There was no patient harm. The customer stated no further information is available.